Event description:
After 0.8mm k-wire was driven through both cortex, surgeon measured length. He selected 14mm screw. When surgeon started driving the screw, the k-wire was bent and stripped off the teeth on the screwdriver tip. After stripping both screwdrivers that were in the set, surgeon had to use a solid tip screwdriver.

Manufacturer narrative:
Actual device is not available to stryker for eval.